Event description:
The customer's mother reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 328 mg/dl. The customer's mother stated that the cannula on the infusion set the customer was using at the time of the event was bent. The customer also stated that there was a line running through the middle of the display. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. However, the high pressure test failed. The customer's mother also reported that the customer had been hospitalized several times prior to this event, and on every occasion the cannula of the infusion set was found to be bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.